Event description:
It was reported a precharge voltage error after a spot shot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver pcb and the batteries. System operates as intended. This MDR is related to ge healthcare.